Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during interrogation in clinic it appeared the patient had multiple pump off alarms, no external power alarms as well as some low flow alarms with associated low speed advisory alarms. The patient remembered a few alarms but reported no driveline disconnects that would cause a pump stoppage. Log files were sent for review. Technical services stated the observed alarms were associated with events prior to connection to the ventricular assist device (vad). It was noted that this was typically seen on recently connected system controllers as there will always be some data recorded during testing and the manufacturing process. Additionally, a no external power event was recorded on 30jun2025 at 16:58:28 while connected to mobile power unit (mpu) power. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unknown controller exchange was confirmed via the submitted log files. The submitted log files indicated that the user was connected to (B)(6) for the first time on (B)(6) 2025. This indicates that the user was connected to a different controller prior. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information (including why the patient was connected to (B)(6), was a controller exchange performed, serial number of the exchanged controller, and log files from the exchanged controller); however, no additional information has been provided and to date, no product has been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. A serial number was not provided a DHR review was not performed. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve all alarms on the system controller. Section 2 of the IFU, entitled ¿system operations¿, provides instruction on how to exchange the system controller and advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. Section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.